Event description:
An impella cp was inserted via left femoral artery in a 64-year-old female who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support from the cp while in the intensive care unit. On day 2 of support, the patient's left foot pulses were non-dopplerable, and capillary refill greater than 3 seconds. The patient was also on levophed. On day 6 of support, care was withdrawn and the patient expired. Limb ischemia and death are known risks associated with impella cp as described in the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d1. Brand name changed. The investigation for ischemia has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.